Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported a pump did not infuse IV magnesium (rate and vtbi unk). The infusion was programmed to deliver over 6 hrs. After 6 hrs the pump stated infusion complete but the medication was not administered. There was no report of pt injury.